Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. A stylet intended for use with the lead could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to coagulated blood in the lumen of the lead. The visual inspection revealed multiple signs of abrasion along the lead body which resulted most likely from an interaction with a partner lead. Further inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Subsequent analysis revealed several deformations of the inner coil. Tensile forces during the explantation procedure should be taken into consideration. The values measured during the mechanical and electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged. The ra lead was explanted and replaced with a new lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.